Manufacturer narrative:
Continuation of concomitant products: 457445 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: unknown. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a pacing failure and a sudden increase in pacing impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.